Manufacturer narrative:
The company representative could not duplicate the failure but observed electrical code #51 in the fault journal. Replaced the motor controller pc board (p/n 0671-00-0004) due to slow motor speed during testing. In an unrelated repair the safety disk (p/n 0997-00-0985-01) and the shaft col/fastn self lok/qwrle (p/n 0105-00-0114) was also replaced. Also, replaced self lock for IV pole. The iabp was performance tested and tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during power up, the iabp generated an electrical test fails code #51 "adjuster motor speed out of specification". No patient injury was reported.